Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's spouse who reported that while in use, a weld and front fork broke causing her to fall and break her foot. The end user's spouse repaired the weld and is refusing to return the rollator. The end user's spouse was advised against the use of the home-repaired rollator. Drive devilbiss healthcare will file an update if additional information becomes available.